Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection which was found to be sepsis. Antibiotic treatment was necessary for the patient. The device and leads were explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.